Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154atg, implantable cardioverter defibrillator, (B)(6) 2006; 5076, implantable pacing lead, (B)(6) 2001. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead was oversensing t-waves. The lead was reprogrammed and remains in use at this time. No patient complications have been reported as a result of this event.